Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the patient was experiencing phrenic nerve stimulation due to the right ventricular lead. The lead was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of phrenic nerve stimulation was not confirmed. Analysis was normal. No anomalies were found.